Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the handle with quick coupling (p/n: 311.01, lot #: 6331394) was returned and received at us cq. Upon visual inspection, there were no issues identified with the returned components of th device. The customer during removal of an unknown locking compression plate (lcp) from the clavicle along with a couple of unknown lag screws. When the surgeon takes out the two 2.0mm lag screws with t6 recess, it was noticed that the screwdriver handle wasn't grabbing the t6 screwdriver shaft. There was nothing wrong with the implants the surgeon just wanted to remove them. Coupler damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the coupler damage. Yes, the device received coupler is damaged. Hence confirming the allegation. The complaint condition is confirmed for the handle with quick coupling (p/n: 311.01, lot #: 6331394) due to damaged coupler. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device use and unintended forces applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 311.01 , lot number: 6331394 , part manufacture date: 02/23/2010, manufacturing location: brandywine , part expiration date: n/a , nonconformance noted: n/a . DHR record review: a review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the instrument was assembled following the normal manufacturing process with no rework nor nonconformities noted. The instrument lot met all functional and visual inspection requirements at the time of release with no issues documented that would contribute to this complaint condition. The lot had met all inspection requirements at final inspection at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver handle was not grabbing the t6 screwdriver shaft during the removal of an unknown locking compression plate (lcp) and two (2) unknown 2.0 mm lag scews with recess from the clavicle on (B)(6) 2019. There was a 30 second surgical delay. The surgery outcome was successful and the patient is stable. Concomitant devices reported: unknown lcp plate (part unknown, lot unknown, quantity# 1), unknown lag screws (part unknown, lot unknown, quantity 2), unknown t6 screwdriver shaft (part unknown, lot unknown, quantity 1). This report is for one (1) handle with mini quick coupling. This is report 1 of 1 for (B)(4).